Event description:
Event description guidant received information that the implanted left ventricular lead dislodged resulting in loss of capture. The physician elected to reprogram the implantable cardiac resynchronization therapy defibrillator (crt-d) to right sided pacing only. The lead remains implanted.